Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on additional information received from the customer, device evaluation, and the legal manufacturer's (lm) final investigation. The customer provided their cleaning, disinfection, and sterilization process stating that the bed side pre-cleaning detergent used is aniosyme synergy mt. The manual cleaning brush kit used is asept inmed ((B)(4)). To disinfect/sterilize the biopsy valve, air valve, and suction valve an autoclave is used. The automated endoscopic reprocessor (aer) used is a soluscope 4. The aer detergent is soluscope cln, the aer disinfectant is soluscope paa, their storage practice is to store the device in a souluscope_anios dsc800 cabinet and souluscope is the maintenance company. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted during the evaluation where the bending section rubber was worn out and degraded. However, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of microorganisms was not confirmed. The event may have been prevented by following ¿chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device¿ found in the device IFU.

Manufacturer narrative:
The subject scope was sent to an external laboratory for hygiene microbiological investigation. The test results indicate there was no hygiene relevant germs found. The scope was then cleaned, disinfected, sterilized and returned to the regional repair center and is pending a physical evaluation. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (B)(4) was informed by the user facility that a microbiological control test was performed at the reception before any use, as per (B)(6) regulation and found germs. The scope tested positive for micrococcus luteus and staphylococcus hominis. The scope was returned for further hygiene microbiological investigation. No patient death, injury or infection was reported.